Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse found the helium compartment was covered in saline that was sticking to the plastic preventing the cover from coming off. The fse cleaned the cover then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) door on the helium compartment was jammed. There was no patient involvement, and no adverse event reported.